Manufacturer narrative:
As reported, part of the dilator broke off in the patient when the physician was removing the avanti plus catheter sheath introducer (csi) during an ablation case. There was no reported patient injury. Additional information received indicates that the device broke off in the groin. The device was stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped according to instructions for use (IFU). The device was prep normally. There was no insertion difficulty experienced. There was no resistance advancing the device. There were no kinks/bends noted on the device. There was no unusual force used at any time during the procedure. The product was not removed intact (in one piece) from the patient as the device broke off and had to be retrieved surgically. The patient required a second surgery. The product was not returned for analysis. A review of the manufacturing documentation associated with lot 17794092 was performed and it was found that the product history record review does not suggest that the event experienced by the customer could be related to the manufacturing process. Therefore, no corrective or preventive actions will be taken at this time. Based on the limited information available for review, it is not possible to determine what factors may have contributed to the reported issue. Without the return of the device for analysis, the reported customer complaint could not be confirmed and no determination of possible contributing factors could be made. According to the product instructions for use, users are cautioned that if increased resistance is felt upon insertion or withdrawal of the csi, investigate the cause before continuing. If the cause of the resistance cannot be determined and corrected, discontinue the procedure and withdraw the csi. Based on the product history record review, there is no indication that the event is related to the device manufacturing process. Therefore, no corrective or preventative actions will be taken at this time. (B)(4).

Event description:
As reported, part of the dilator broke off in the patient when the ep doctor was removing the avanti plus catheter sheath introducer (csi). Initially, it was an ablation case. There was no reported patient injury. The device will not be return for analysis. Additional information received indicates that there was no patient injury; however, it required a second surgery to remove broken tip. There was no patient death. Additional information received indicates that this was an ablation procedure. The device broke off in the groin. The device was stored and handled per the instructions for use (IFU). There were no visible signs of device/package damage prior to use. There were no kinks or other damages noted prior to inserting the product into the patient. The device was prepped according to instructions for use (IFU). The device was prep normally. There was no insertion difficulty experienced. There was no resistance advancing the device. There were no kinks/bends noted on the device. There was no unusual force used at any time during the procedure. The product was not removed intact (in one piece) from the patient as the device broke off and had to be retrieved surgically. The patient required a second surgery. The device is not available for evaluation as the device was kept by the site.